Manufacturer narrative:
Batch review performed on 6 may 2022. Lot 2113856: (B)(4) items manufactured and released on 05-jan-2022. Expiration date: 2026-dec-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional components involved: batch review performed on 6 may 2022. Liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot 2116153: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-dec-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting pain due to developing a hematoma and the cause is unknown. At 1 month after the primary surgery, the surgeon revised the head and liner. The surgery was completed successfully.